Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's a1c level was "high." The customer consulted with health care provider to discuss adjustments to pump personal profile settings.